Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during an unknown therapeutic procedure, the pinch valve of the customer's high flow insufflation unit did not respond when the foot switch was pressed. Additionally, the pinch valve moved when the switch was not being pressed. The user was able to complete the procedure with the same device. There was no patient harm reported.